Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead electrocardiogram showed that there was t-wave oversensing approximately a year ago. Reprogramming was completed and the rv lead remains in use. No patient complications have been reported as a result of this event.